Event description:
It was reported by the nurse that when (1) tlc75 device was used in a bowel resection procedure it would not fire. An add'l tlc75 was used to complete the case with no consequence to the pt.